Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a motor error alarm. Customer's blood glucose level at the time 170mg/dl. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarms were noted. The motor was tested outside of the device and passed. Moisture damage was found on the electronic assembly. The insulin pump had a bleeding lcd screen, cracked case near the display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube threads, cracked belt clip slot, missing end cap sticker, cracked reservoir tube, cracked reservoir tube window, and a stained address and serial number label.